Manufacturer narrative:
Checking the manufacturing charts, no pre-existing anomaly was discovered in the items belonging to the same product codes and lot numbers as those of the components involved in this event. The manufacturer will submit a final MDR as soon as the investigation is complete.

Event description:
On (B)(6) 2019, patient had left reverse total shoulder. On (B)(6) 2020, patient dislocated shoulder for the first time. When visiting the local urgent care, the shoulder could not be reduced. Patient fell asleep and somehow his shoulder reduced. X-ray reveals a well reduced reverse tsa, no fx's. The doctor notes: "if he dislocates again, we will have to consider a constrained liner with or without an extension." On (B)(6) 2020, visit the doctor notes "he appears to have torn his subscapularis", which he states, "there is no reason to go back and do anything". During on (B)(6) 2022 visit, the doctor noted the following: "he has had 2 additional episodes of subluxation/dislocation. The most recent was on (B)(6) 2021, which he was able to reduce on his own." Treatment options were discussed, and the doctor requested a custom-made device 44mm all poly glenosphere. Doctor also mentions "possibility of an infection". Cultures were sent but the manufactured did not receive the outcome. The components involved in this event are the following: smr small-r connector +4 (part code: 1374.15.314, lot number: 1915239, sterilization: 1900342) smr metal-back glenoid small r (part code: 1375.21.005, lot number: 1915286, sterilization: 1900396). The date of the revision surgery is currently unknown. The patient is a male, date of birth on (B)(6) 1955. The event happened in the united states.